Event description:
A nurse stated the surgeon reported the haptics of the intraocular lens (iol) were sticking to the optics of the iol following iol implantation in the eyes of three patients. The surgeon used extra viscoelastic and was able to rotate the lens into position during the same surgical procedure in all three cases. It was reported there was no patient injury associated with these events. This is one of three medical device reports being filed for this report -- second patient.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to FDA on: 05/30/2008.